Event description:
It was reported that during a pulsed field ablation (pfa) procedure with a faradrive sheath the patient experienced an air embolism. The device has been received at boston scientific post market laboratory where it's waiting for analysis. No further information was provided.

Manufacturer narrative:
Upon device return, it was noted that the dilator came back inserted in the sheath and went through sterilization. The dilator was removed to proceed with further analysis. The functionality of the sheath was tested by turning the steering knob. The sheath was able to deflect and hold deflection. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath<change>s handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure with a faradrive sheath the patient experienced an air embolism. The device has been received at boston scientific post market laboratory. No further information was provided.